Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hyperglycemic event after eating lunch and cake at work, announced the lunch but did not announce the dessert on the ilet, and the blood glucose rose to 282 mg/dl before returning to 163 mg/dl after approximately 1 hour and 45 minutes with ilet corrections. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact, and the patient continued their day. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with relevance to the user interface as the implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.